Event description:
Lar procedure involving cs29 and ralc45 devices. During initial procedure, both dlu's calibrated and fired normally, opened/closed without difficulty and got into firing range. The donut was formed completely from the cs29 and all the staples were b-shaped and present from the ralc45 dlu. The surgeon performed a betadine leak test revealing no leaks and also commented on how there were no signs of any vascular problems prior to closing the pt. Pt had to be re-operated due to malformed staples and a small leak found on the posterior wall. A permanent colostomy had to be performed and pt is currently in the ICU.